Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. The sensor plug was not returned. Extended investigation was also performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the sensor plug is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving sensor readings of 397 mg/dl at 12:25 p.m. And "hi" (readings greater than 500 mg/dl) at 1:51 p.m. And experienced "dizziness, sweating, cold hands, seizures and subsequently lost consciousness". Ambulance was called who obtained an unspecified reading on the hcp meter and the customer was diagnosed with hypoglycemia and was treated with unspecified IV. It was additionally reported that the customer recovered and a obtained a reading of 156 mg/dl on the same day. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving sensor readings of 397 mg/dl at 12:25 p.m. And "hi" (readings greater than 500 mg/dl) at 1:51 p.m. And experienced "dizziness, sweating, cold hands, seizures and subsequently lost consciousness". Ambulance was called who obtained an unspecified reading on the hcp meter and the customer was diagnosed with hypoglycemia and was treated with unspecified IV. It was additionally reported that the customer recovered and a obtained a reading of 156 mg/dl on the same day. Based on the information provided, there was no report of death or permanent injury associated with this event.